Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer stated, she woke up that morning vomiting. The customer stated, she changed the infusion set, but the high blood glucose perisisted. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.